Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer experienced an elevated blood glucose (bg) level of 340-353 mg/dl. Customer believes that the pump cartridge was not working as intended. Customer replaced cartridge and infusion set to successfully resume insulin delivery.